Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in an inverter board failure causing a dim display.

Event description:
This report is to advise of an event observed during analysis.